Manufacturer narrative:
Evaluation summary: the cartridge was returned in the associated lens carton. There does not appear to be adequate viscoelastic in the device. The cartridge has evidence it was placed into a handpiece. The nozzle is cracked which splits as it enters the tip and ends in a torn aneurysm. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The associated iol is qualified for use with this cartridge. Only half of the lens was found in the lens case. The optic has been cut or torn in half due to being returned pressed between the posts and the well area wall. The one haptic is folded in on the anterior optic surface. The rest of the lens was not found. Iol product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The handpiece used was not provided. The cartridge was returned and the reported damage was observed. This type of damage is typically progressive and worsens as the lens is advanced. The damage on top of the nozzle started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. The root cause for this damage may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned correctly at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge splite while in contact with the patient. The procedure was completed. Additional information has been requested.